Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed functional vxi testing 1025 e <(>&<)> f low battery, when it was retested 10 times it passed. Analysis also found that the upper and lower case halves were broken and contaminated, that the liquid crystal display lens (window) was broken, the lead flex cover was corroded, both bails were missing, the ring was bent, the battery drawer, battery drawer o-ring and heart lead flex were contaminated, the keyboard window was scratched and one side of the flex connector was missing the medical adhesive. The generator was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.